Event description:
It was reported that the heartmate 3 was associated with stroke and death. The hypothesis that high pre-left ventricular assist device (lvad) atherosclerotic burden was associated with increased risk of stroke and all-cause mortality was tested. An observational cohort study of adult patients who underwent lvad implantation between 2010 and 2020 was performed. Preimplantation vascular disease was measured in extracranial carotids, coronary and lower extremity arteries. Cohorts were divided based on number of vascular beds involved with a total vascular score (0,1,2 or 3). Primary composite endpoint of all-cause mortality and stroke was compared in the cohorts after adjusting for covariates using multiple logistic regression. A total of 585 patients with median follow up time 528 days were included. Implanted lvads included a total of 227 hm3 (38.8%) patients. Calculated pre-implantation vascular score was 0, 1, 2, and 3 in 51%, 38%, 10%, and 1% of patients respectively.

Manufacturer narrative:
Section b3: date of event has been estimated as 01dec2020 as the implant date occurred between 2010 and 2020. Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: study site was cleveland clinic at 9500 euclid avenue, cleveland oh 44195. Reporter phone number and email were not available. Author citation: glavan, ana., et al. "Impact of atherosclerotic vascular burden on risk of stroke and mortality after left ventricular assist device implantation". Journal of the american college of cardiology publisher: elsevier. Publication date: apr 2024 volume: 83 issue: 13 pages: 498. Cleveland clinic, cleveland, oh, USA. Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.